Event description:
It was reported that patient's right hip was revised due to cup loosening.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tritanium hemi cluster. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.